Event description:
Information received by medtronic indicated that the insulin pump was alarming again in one day after reset. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, sleep current test, and active current test. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thus. The following power alarms/alerts were noted on event date: replace battery alert [73] on (B)(6) 2017 at start time 10:00:00.000, replace battery now alarm [11] on (B)(6) 2017 at start time 10:31:00.000, power loss alarm [6] on (B)(6) 2017 at start time 11:52:24.000. These alarms were unexpected. The power management tool confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was monitored and functioned properly. Test p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: pillowing keypad overlay and cracked retainer. Unexpected battery power loss and and due to connector resistance issue with j6 connector on pcba 1. Low battery alert less than 1 week not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.